Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the conical springs for the battery release because the customer thought it might help the batteries push out easier if they were replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during servicing, the cardiosave intra-aortic balloon pump (iabp) had damaged springs to be replaced. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 investigation conclusions.

Event description:
N/a.